Event description:
The left ventricular (lv) lead, right atrial (ra) lead and right ventricular (rv) lead remain active and implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 58673m adaptor, implanted: (B)(6) 2015, 5076-52 lead, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that patient presented at the emergency room with arm swelling following a device upgrade procedure. It was found that the patient had a left internal jugular thrombus. Medication was administered to treat the thrombus. The left ventricular (lv) lead remains active and implanted. The patient is a participant in the (B)(4). No further patient complications have been reported as a result of this event.